Event description:
The facility representative reported failure code 570. Information was not provided regarding whether or not the failure occurred during an infusion. The device was serviced on site at the customer's location. The facility representative stated that there have been no reports of any patient injury or medical intervention associated with this incident. Additional contact information was not available. No other information is known.

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 570 was confirmed on site at the customer location by a field service engineer. This fail code was caused by depleted batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA. Service of the device was conducted on-site.